Event description:
According to the reporter, during a laparoscopic resection procedure of unclear mass of diaphragm, while removing the tumor in the d iaphragm/section of the diaphragm, all three magazines were not physically broken, but always cracked, and could no longer be released halfway through the magazine being release. The staple line was incomplete and staple was poorly formed for three reloads. Coating came off in the process of placing the magazine on the organ in one of three magazines, before triggering and it was removed. A new handle/magazine was needed three times to resolve the issue. Subsequent resection/sewing of the tissue was done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection procedure of unclear mass of diaphragm, while removing the tumor in the d iaphragm/section of the diaphragm, all three magazines were not physically broken, but always cracked, and could no longer be released halfway through the magazine being release. The staple line was incomplete and staple was poorly formed for 3 reloads. For all the reloads, coating came off also when placed on the fabric before triggering and removed. A new handle/magazine was needed three times to resolve the issue. Subsequent resection/sewing of the tissue was done.

Manufacturer narrative:
D10 concomitant product: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3c0448 sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n3c0605y egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3c0448 sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n3e0511y egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3e0201 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired, the jaws were open and the clamping mechanism was deformed. It was reported that the device partially fired and the staple line was incomplete and poorly formed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following condition: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The evaluation detected an unreported condition: loose reinforcement material. Visual inspection noted that the reinforcement material was torn from the distal end on the cartridge side. The product analysis noted evidence that the device was not used as intended. This issue may occur due to excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If the endo gia¿ reinforced reload with tri-staple¿ technology is inserted percutaneously, ensure the incision is wide enough to accommodate the instrument so that excessive force is not placed on the jaws of the instrument. When using the endo gia¿ ultra universal stapler to grasp or manipulate tissue multiple times, the staple line reinforcement material secured on the anvil and cartridge ma y move and/or dislodge. In the event that the reinforcement material shifts upon clamping, unclamp the stapler and reposition on tissue.. Dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. To avoid damage or contamination, always use clean gloves and ensure care is taken when handling the endo gia¿ reinforced reload with tri-staple¿ technology, so as not to damage the staple line reinforcement material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.